Manufacturer narrative:
(B)(4). Date sent: 5/5/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number: 10440, and no related nonconformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. Additional information provided: the patient had ongoing problems while the device was implanted. Experienced it on the second day and was choked severely. This has been an ongoing issue while implanted since (B)(6) 2017. On (B)(6) 2023, a contrast was done at premiere radiology in (B)(6) and it was discovered the device was broken. Post-post to the linx removal, the patient has had problems and reflux and gerd. The magnet did not function properly and had to have it recalibrated. After it was recalibrated, patient stated the symptoms did let up some. The doctor will monitor reflux and said will prescribe meds for the reflux if symptoms persist. Explant date was (B)(6) 2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Event description:
It was reported that the patient was having recurrent reflux so the dr. Sent the patient for an upper gi. The upper gi showed that the device was discontinuous. Patient had an upper gi two or three years after implantation which showed the device still intact. Device is scheduled for explant on (B)(6) 2023.

Manufacturer narrative:
(B)(4). Exact date unknown. Assumed the first day of the month. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device removed on (B)(6) 2023? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(6). Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.